Event description:
A user facility reported that following insertion of an intraocular lens (iol), one haptic was noted to be broken. The iol was cut into two pieces, then removed and replaced. There was a 4-5 minute delay in the procedure, but there was no pt harm.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been no other complaints reported in the lot number. Additional information was requested and rec'd. (B)(4).